Event description:
It was reported patient underwent a distal radius procedure on (B)(6) 2014. Subsequently, the patient experienced an allergic reaction. There has been no reported revision procedure to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as patient tested negative to titanium allergy and dermatologist stated rash was not due to the implants.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.